Manufacturer narrative:
The device performed without problems before and after this event. Possible causes for an uncut portion of stroma are a corneal scar, or a particle of air bubble trapped between applanation window - intershield- eye during preparation for surgery. None of them could be verified after the event.

Event description:
Lasik flap could not be opened because a small portion near the center was not cut. Flap was laid back and patient was rescheduled for a retreatment.